Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack at spin collar, having difficult removing and having to use a scissor to remove it while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a crack in the spin collar was confirmed. Inspection of the male luer component under magnification showed some crazing and a jagged crack spanning the length of the spin lock. No tool marks were observed. Functional testing was deemed unnecessary due to the crack. Dimensional analysis was performed and the luer measurement was within specification. The cause of the damage and difficulty in disconnecting was not determined.

Event description:
The customer reported a crack at the spin collar, having difficulty removing it and having to use scissors to remove it during use on a patient. There was no patient harm.